Manufacturer narrative:
(B)(4). It was reported that this valve was explanted due to prosthetic aortic valve stenosis. Many factors can contribute to the onset of prosthetic valve stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Since the device was not returned to edwards for analysis, the root cause of this event could not be confirmed. There have not been any allegations of a quality deficiency related to the explanted valve. A supplemental report will be submitted for any new information obtained. No further actions are possible with the available information.

Event description:
Edwards received information that this valve was explanted after an implant duration of approximately eight years due to prosthetic aortic valve stenosis. No other details provided at this time.

Manufacturer narrative:
The device was returned to edwards for evaluation. The report of stenosis was confirmed. Moderate to heavy calcification was observed on the valve. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth and leaflet tearing were also noted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.